Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed due to broken sensor wire. The allegation was not confirmed. The applicator was also provided for investigation. An internal visual inspection was performed and passed. The allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).